Manufacturer narrative:
D10: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6) 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 02-022-44-2509 truliant tib imp psc insert sz 2.5, 9mm multiple MDR reports were filed for this event, please see associated reports: the product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 15 months after the patient's first left knee revision surgery, the patient underwent a second left knee revision. The patient was not showing any signs of pain or discomfort nor any osteolysis. Patient had an insert and patella revised due to recall. No surgical or medical interventions were reported. No additional information is available.